Event description:
It was reported that a sharp drop in estimated remaining battery voltage was observed on the device. Premature battery depletion was suspected to be the cause of the event. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery and longevity anomaly were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) voltage level. The device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Additionally, battery assessment at various pulse amplitudes revealed current level within normal range and no indication of premature discharge of battery noted. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.